Manufacturer narrative:
This ra lead remains in service, so therefore will not be returned to boston scientific for laboratory analysis. At this time there is no additional information. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this patient complained of chest pain. An x-ray was performed, and revealed a lateral pneumothorax and pleural effusion. This was caused by the right atrial (ra) lead helix on the atrial lateral wall. Additionally, information was received that this patient was experiencing shortness of breath (sob). The decision was made to program the biventricular pacing off to see if the sob was due to the pneumothorax and pleural effusion, or due to pacing on the associated left ventricular (lv) lead. This patient will be followed-up in the near future. No change to this ra lead at this time. There were no additional adverse patient effects reported.